Event description:
The patient reported the luer lock on his insulin infusion set cracked this afternoon and, due to this, his blood glucose read "hi" on his meter. He stated when he arrived home his blood glucose was at 508 mg/dl. The patient stated he felt extremely nauseated and sick. He said he changed the infusion set tubing, adapter and insulin cartridge but insulin bubbled around the top of the adapter with the new accessories. The stated there was no insulin in the cartridge compartment. The procedure for changing the cartridge per product labeling was reviewed with the patient and he successfully did so. The patient was instructed to prime and insulin still bubbled around the top of the adapter. The patient then noticed a crack in the luer lock of this infusion set. The patient again changed the infusion set and he was able to prime without error and without any insulin around the top fo the adapter. Repeated attempts to follow up were unsuccessful. The patient did not require assistance from a healthcare professional or second part to address the issue. The product was replaced and requested to be returned for evaluation.